Event description:
The consumer reported using the product for seven and a half hrs on her left shoulder. When the patch was removed, the consumer described a burn with blisters that burst and resulted in an area that was raw with purulent drainage. The consumer initially treated the area with triple antibiotic ointment and bandages. Two days later the consumer consulted with her dr who diagnosed a chemical burn, ordered twice daily dressing changes and prescribed a burn ointment/antibiotic.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.